Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-13391. Reference MFR. Report#: 1627487-2021-13393. Additional information gathered via follow-up revealed the patient's drg system was explanted due to ineffective therapy.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-13391. Reference MFR. Report#: 1627487-2021-13393.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-13391. Reference MFR. Report#: 1627487-2021-13393. It was reported the patient's drg system was explanted. The reason remains unknown at this time.